Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As no sample was available to be returned, a product evaluation could not be carried out. Due to the nature of the reported issue, our clinical team we asked to make an assessment. However, without supporting clinical/medical documents a thorough investigation could not be performed. A risk management review was carried out. Skin reactions are already captured within the risk files for this product. No further actions is deemed necessary at this stage. As stated in the instructions for use for this product, the dressing should be periodically monitored, particularly after bathing, showering or if the product becomes wet. On this occasion we have been unable to identify a root cause and subsequently confirm a link between the reported event and the smith & nephew product. No further actions is deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the patient needed long-term treatment for cardia cancer. PICC catheters were placed in other hospitals. Routine catheter maintenance was performed after admission on july 30, and the film was disinfected and changed according to the discipline, and the tape was fixed. Again for pipe maintenance on august 5, found skin damage with 0.5 * 0.5 square centimeter on the sticking tape area, swelling around, central covered with white secretion. And then after disinfection and the wipe of white secretions, the tape was fixed the dressing to avoid direct contact with the skin. On august 12, the damaged skin was found healed.